Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) clinic nurse reported to fresenius customer service that a cassette was leaking during a patient¿s pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefazolin (1000 mg, intraperitoneal, one day) and ceftazidime (1000 mg, intraperitoneal, one a day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is still in training for performing stat drains, as well as manual peritoneal dialysis therapy. The pdrn confirmed that the patient received a replacement cycler and continued peritoneal dialysis on the new cycler. The pdrn stated that the cassette used was returned to the manufacturer. The pdrn did not know if the old cycler had been returned to the manufacturer for physical evaluation.